Event description:
It was reported that the patient experienced infusion set tubing leak event. The leakage was reported at the connector/housing piece. The patient also experienced a high blood glucose event, which was treated with a correction bolus delivered via the insulin pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.